Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that green screwdriver used for metaglene locking screws was chipped at the tip of the inner screwdriver when locking screws. No patient involvement,all parts retrieved.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the submitted instrument confirmed the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.